Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported forward firing could not be established as the product is not available for analysis. Device history review: a DHR review was conducted and confirmed that there were no deviations that could have contributed to the reported event and that the product met all manufacturing specifications. Device technical analysis: the product was not returned for analysis to identify any defect with the device. Without a product returned, no product analysis could be conducted. The reported event could not be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on limited information, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event therefore, this event is being assigned a probable cause of cause not established.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the beam was forward firing and it was impossible to complete the procedure. Another fiber was used to complete the procedure without patient complications.